Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ 4000 smart remote manager made a noise as if it was going to unlatch, but it did not. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was working intermittently. A field service engineer obtained the key, opened the side of the smart remote manager (srm), and removed the latch for inspection. The micro switches were replaced, and the wiring was checked. After reinstalling the latch, the engineer manually tested its functionality and then powered the cubex unit back on. Team members successfully logged in and removed medications. The engineer contacted cubex support and spoke with user, tested the srm by opening the door multiple times. Manual tests were also performed by the engineer and staff. Preventive maintenance was completed on the srm, as it had not been done in a long time, and the engineer used a probe to measure the temperature against the srm¿s temperature sensor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ 4000 smart remote manager made a noise as if it was going to unlatch, but it did not. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.